Manufacturer narrative:
The technician found the pins are bent on the side com cable. The technician replaced the side com cable to resolve the issue.

Event description:
The account alleged the bed has no nurse call. No pt impact.